Event description:
I underwent the thermage product skin tiightening procedure that uses radio frequency -rf-. This product was advertised as no "downtime", and was performed by longtime dermatologist at his office. My adverse event symptoms consist of continued thinning of my facial skin, scarring, irritation, redness, and painful facial burning. These symptoms started days after the thermage procedure, and continues to worsen, even though the thermage was performed a year ago. Additionally, at the time the procedure was being performed on me, what seemed to be an "arc" of rf energy penetrated my left eye, causing pain at that time, and redness to this day. Even though I did my best to report these adverse events in detail, and consistently, first to my dr, then to the thermage co, they determined I had a good result cosmetically, and my case was closed. My condition, meanwhile, continues to degrade, and I think the FDA needs to be aware this happened to me. I was told my thermage was performed using 2nd generation machine which, supposedly, does not have the problems earlier thermage machines were reported to have. My dr rents his machine from another co, that transports the machine on demand to multiple dr offices, so it gets used many times. On the original date of my procedure, there was an undisclosed problem with the thermage machine, that prompted the technician to cancel my appointment until the next day. No specifics have been provided to me on what that problem was, even though I have asked. Thermage indicates they do not have complaints of adverse events now. I just want to alert to FDA that I did experience the above mentioned events.